Event description:
It was reported that the patient had a sudden lack of amplification. Her husband could see the conductor link of the implant emerging through the ear canal. It is planned to carry out a repositioning surgery on (B)(6) 2012 under general anesthesia.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.